Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report were received for examination. A photo was provided and reviewed, and the attune shim was found broken in two more pieces. No other anomalies were noted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device [mvmbyz490] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune articulation surface broke along with the shim while trialing during the surgery.